Event description:
It was reported that during a stenting treatment procedure, stent deformation occurred. The procedure treated the 99% stenosed, 32mm in length target lesion located in the mildly tortuous and severely calcified ostium of the left main coronary artery (lmca) and the left anterior descending (lad) artery. After pre-dilation, a 3.5x24mm promus element plus (pep) stent was advanced and deployed in the lad. The stent was well expanded and well apposed. Next, a 3.0x12mm nc quantum apex balloon was advanced for post dilation in the left circumflex artery but met resistance when crossing the implanted stent in the ostium, but eventually was able to cross. However, there was a lot of guide catheter manipulation and an 8fr non-bsc guide catheter dinged the implanted 3.5x24mm pep stent and shortened the stent roughly 2mm. Subsequent post dilation was performed with a 4.0x12 nc quantum apex balloon. Due to the 2mm proximal shortening of the stent, that part of the lesion reappeared and was covered with an overlapping 4.0x8.0mm pep stent in the ostium of the lmca with good result. The area was post dilated with a 4.0x8.0mm nc quantum apex balloon. No further patient complications occurred and the patient status is fine.

Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).